Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test, sleep current measurement, active current measurement, and self test. No button error alarm noted upon testing. No failed battery alerts or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stuck on replace battery screen. The customer's blood glucose level was unknown. They stated that he keypad was unresponsive. Customer stated the contacts on the battery cap were neither missing nor damaged. The insulin pump alarmed battery failed alarm. Customer has tried a replacement battery cap. The insulin pump will not be returned for analysis.